Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn:m365sc8336500, model:sc-8336-50, serial:(B)(6), batch:17919970. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 7028737/7045274/7028731/7044538.

Event description:
It was reported that the patient experienced increased pain and burning sensation at the implantable pulse generator (ipg) site. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained despite good faith efforts.